Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. It was noted this ra lead was fractured. This ra lead was surgically abandoned and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. It was noted this ra lead was fractured. This ra lead was surgically abandoned and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.